Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: the patient was pre-operatively diagnosed with recurrent disc herniation and extrusion l5-s1 with degenerative disc disease and underwent the following procedures: total discectomy and global spinal fusion l5-s1 with pedicle screw rod fixation, anterior interbody cage rhbmp-2/acs and autogenous bone graft. As per op-notes, ¿..the cage implant was then inserted and countersunk beneath the level of the posterior bony anatomy. Pedicle screws were then placed at the same segmented level per routine again using c-arm control. The rods were placed in the saddles of the pedicle screws and then the blockers were placed in the saddles of the screws fixing the rod and pedicle screw construct using compression. Bone graft was placed in the intertransverse process area using both patient¿s own morselized bone and allograft material.¿ on an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.